Event description:
The customer's wife stated that while he was using his coaguchek xs meter (serial number (B)(4)) he obtained a result of 6.4 inr at 10:15 am and right after he stuck a different finger and he obtained a result of 2.8 inr. His therapeutic range is 2.5 to 3.5 inr. He does not have any antiphospholipid antibodies. He has not started any new medication and his diet has not been changed. It was reported that he is feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 2061921) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There was no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The strips were not returned for investigation. The meter was returned. The returned meter & reference meter was tested with current master lot. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The strips were not returned.